Event description:
It was reported that the caller had a question regarding the reports for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and provided information on the question that the caller had. Ts also noted that there was some functional undersensing, however, it was undesirable based upon the device's programming. The device remains in use. No adverse patient effects were reported.